Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023 which is off-label usage of the device. On (B)(6) 2023, the patient's fiancé called 911 when he found the patient unconscious. When the paramedics arrived, they took her bg and it was 25 mg/dl while the cgm egv was 150 mg/dl. The patient was treated with glucagon by the paramedics and hospitalized. At the time of the report, the patient was still recovering and still in the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.